Event description:
Account alleged that bed nurse call is not working.

Event description:
Customer reportedly received results in the 400's (mg/dl) and 40's (mg/dl) within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.